Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the basal delivery. Reportedly, the customer's blood glucose (bg) level was 294 (mg/dl). The customer delivered a bolus to stabilize bg level. The customer was able to load a new cartridge successfully and resume insulin delivery.